Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the device due to clip interaction with the chordae appears to be related to user technique; the reported patient effect of tissue damage was likely a secondary effect of the clip becoming caught in the chordae. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed for difficult removal, causing tissue damage. It was reported that on (B)(6) 2017, the patient, with mixed etiology mitral regurgitation (mr), underwent a mitraclip procedure. The first clip was implanted at the anterior 2/posterior 2 (a2/p2) leaflet segment. The mr was reduced and the physician advanced a second clip. The second clip was placed next to the first clip; however, the physician decided to place the clip more laterally to see if the mr could be further reduced. The mr increased at the second location, and the clip was not implanted at that location. The physician tried to place the clip at the original position, next to the first clip, but the gripper caught on the chordae. During removal of the clip, a chord was torn and a flail occurred, as a result of the chordal rupture. The clip was positioned next to the first clip and implanted. The physician wanted to implant a third clip; however, as the procedure was already 5 hours in length, it was noted that the imaging had deteriorated. An intracardiac echocardiography (ice) catheter was used, but imaging was poor and the third clip was not attempted. The mr was reduced from grade 4+ to grade 2+. No additional information was provided.